Event description:
It was reported by service report that the footboard modules were broken causing the bed exit and scale to not function as well as leave areas open where fluid could ingress. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard modules.